Event description:
Severe conjunctivitis, severe keratitis, pain and decreased vision in patient after short-term wear of contact lenses purchased from non-us based company online even though patient was using properly. Patient was sold the contact lenses online without an authorized rx. Patient had been a successful contact lens wearer for years prior using FDA-approved contact lenses. Fortunately she had been properly trained on insertion/removal and proper care when fit for contacts by her eye doctor when she first started using contact lenses. She also was educated on signs and symptoms of problems. Because of this, she sought medical attention when she started having issues with the contacts from ttdye. If she had not been using properly, her adverse reaction could have been much worse. If she had not been examined and given medication for her severe keratitis and conjunctivitis, she could have suffered permanent corneal damage which would have caused permanent vision loss. Her ocular reaction occurred within days and became severe within 2 weeks of switching to the ttdye contact and I feel was caused by hypoxia and toxicity to the inferior plastics/dyes used in these cosmetic contact lenses. I am even more concerned for people who may be using these lenses improperly without being under the supervision of an eye doctor. FDA safety report ID #: (B)(4).